Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was made before the measures of design change of the dr board inside the patient board set was taken, omsc presumed that there was the possibility this phenomenon was attributed to the dr board failure of the subject device. It was presumed that the video image of older scopes than exera iii/evis 190 series endoscope was lost for this reason. In addition, the service department of olympus europe se & co. Kg (oekg) indicated the failure of video connector socket. The video image was presumably lost because image communication between the scope and the subject device became unstable caused by the failure of video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4). The service department of oekg checked the subject for evaluation with the specification. It was duplicated that the image of the subject device was not displayed when evis 160/180 series videoscope was connected to the subject device due to the video socket failure and pc board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that a technician at the facility found the video connector socket of the subject device had failure and the image of the subject device was not displayed. Because he had gotten the task to move the subject device from one room to another, and he found the video connector socket failure of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.